Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and insulin squirted out during the manual prime. The customer's blood glucose was 172 mg/dl. The caller stated that the insulin pump had not been bumped, dropped or exposed to water. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test and alarmed motor error during basic occlusion test due to protruded loose drive support disk. No a33 alarm and passed the motor test. The insulin pump has cracked case near the display window corners and cracked reservoir tube lip.